Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 3 months post implant of this 23mm aortic bioprosthetic valve, the valve was replaced with a 25mm valve of the same model. The reason for intervention was not reported. No additional adverse patient effects were reported